Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call a second occurrence of replace battery now alarm without low battery warning. The customer's blood glucose was 83 mg/dl at the time of the incident. Troubleshooting was performed; there were no unattended alarms, no damage to the battery cap, the customer stated that they always use the recommended battery and the batteries are always brand new and unused. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Power graph analysis confirmed low battery and power loss alarms at the long trace history file and an abnormal loaded voltage at the power graph due to connector resistance at electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, pump was monitored and functioned properly. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.